Manufacturer narrative:
There was no allegation or indication that the device, its accessories, or its software malfunction.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient had developed a pneumothorax. The hamartoma tissue had become somewhat firm due to calcification within the nodule; therefore, a needle and cryobiopsy were used to biopsy tissue from the calcified nodule. The diagnostic procedure was completed successfully and the patient was reported as doing fine. The following information is unknown: the cause and severity of the pneumothorax, and what medical intervention (if any) was rendered due to the complication. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.